Event description:
Calling on behalf of his wife (the patient), the husband stated that this unit is reading 30 points too low. This inaccuracy was verified by a home nurse with a side-by-side comparison. It is unclear if this discrepancy is related to the systolic readings, the diastolic readings or both. The patient takes bp medication, and adjustments were made based upon the readings of this bpm. The husband stated that the patient was taken to the emergency room because she suffered a tia.